Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4135 competitor lead implanted: (B)(6) 2008. (B)(4)

Event description:
It was reported that within one day of implant, the rv (right ventricular) lead dislodged in the middle of the night. The physician admitted to not sewing the lead down to the muscle, and it was also noted that the patient's arm was raised over the head when the patient slept. The lead was repositioned but dislodged four hours later. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however, visual summary analysis of the lead indicated apparent explant damage; full lead returned and analyzed.